Event description:
While unit was in use on a pt, the unit displayed maintenance code 1 (atm transducer offset failure) and fault code 54 (atm transducer calibration failure). The pt was switched to another unit and therapy was continued. No pt injury was reported.